Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera both pre and post-cleaning procedures. The laboratory report confirming the reported contamination has been provided to livanova. The customer requested to livanova deep disinfection process. There is no report of patient injury.

Manufacturer narrative:
H11: through follow-up communication, livanova learned that the devices at customer site are maintained according to IFU: disinfection and cleaning routine is performed following IFU instructions and according to schedule. No reusable blankets are used and personnel is wearing disposable gloves solely for hc device when performing the cleaning. Pall-aquasafe filter is used for tap water, however sink water was not tested to investigate source of the contamination (nor other surfaces in the or) and replacement frequency of the filter was not provided. H2o2 is checked daily even during days of non-use since hc is stored full of water. Surfaces and water circuits are disinfected prior to storage and operations. Aerosol collection set is replaced every 7 days and tubing set is replaced annually during pm. No information regarding water quality monitoring frequency has been provided. Based on all gathered information, specific root cause for reported contamination cannot be established. Sink water contamination or a defective filter not replaced according to instruction for use frequency could no be ruled out as contributing factors, since device was tested positive both before and after disinfection. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.